Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. Device manufacture date: n/a. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the orange roller of a bd¿ sedisystem esr instrument ¿does not stop spinning¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: the bd sedi-15 instrument (catalog no. 366076) was discontinued in january 2010 and is no longer distributed by bd. Additional information was received on 10/30/2018 from the bd technical support team who conducts a repair service on the device referenced in this report. It was determined that this device is not a bd sedi-15 catalog no. 366076, but rather a non-bd printer. A processing error had occurred where the printer was logged into the service request system as the ¿bd sedi-15 catalog no. 366076¿. As a result, the current complaint referencing the bd sedi-15 catalog no. 366076 will be cancelled in our complaint system as it is not associated with our bd products. We have also taken necessary actions to prevent this processing error from recurring in the future.

Event description:
It was reported that the orange roller of a bd¿ sedisystem esr instrument ¿does not stop spinning¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: OEM manufacturer: the manufacturing location for this product is saxxo. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the orange roller of a bd¿ sedisystem esr instrument ¿does not stop spinning¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: a service work order indicates that the instrument was evaluated, repaired, restarted and a performance check showed no issues. If any additional information is received then this record shall be updated. Based on the service work order conducted, no additional issues were observed. The root cause was determined to be a malfunctioning printer relay. The component was replaced and the device is functioning properly. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the orange roller of a bd¿ sedisystem esr instrument ¿does not stop spinning¿. There was no report of exposure, injury or medical intervention.